Manufacturer narrative:
A4-a6:unk. (B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens of -9.50/2.0/054 (sphere/cylinder/axis) was intraoperatively implanted, removed, and replaced for a different model, shorter lens to the patient's right eye (od) on 14-dec-2023. The problem was resolved. Cause of the event is unknown. Reportedly, "patient is happy."